Manufacturer narrative:
Complaint history review; manufacturing record review; visual inspection; CAPA history; the screw-head tab breakage was confirmed upon visual inspection. The screw tabs only failed on one side of the implant. Therefore complaints were reviewed from (B)(6) 2004 - (B)(6) 2013; the majority of complaints relevant to screw-head tab breakage suggest that the screw-head tabs are breaking due to offset use of the persuader resulting in cantilever forces on a single side of the screw-head. This issue has come up many times throughout the history of the mantis brand and has been addressed by CAPA 2011-054. CAPA 2011-054 was opened on (B)(6) 2011 to address "recurrent complaints relating to the breakage of mantis tulip screw-head tabs when the surgeon is using the mantis persuader." A root cause analysis concluded that offset use of the persuader was responsible for the recurrent device failures and suggested that the persuader was offset due to soft tissue compression or the bulkiness of other screw assemblies interfering with the assembly of the persuader. The CAPA was closed on (B)(6) 2013 after the surgical technique was updated to address this issue and recurrences were monitored below a suitable threshold. Follow up correspondence with the sales rep clarified that excessive force may have been applied to the persuader during rod reduction and it is unknown whether the persuader was properly aligned with the screw-head. Excessive force and misalignment are among the most common causes of tab breakages. No new harm/hazardous situation were identified. No breach of severity or occurrence. The issue has been addressed by CAPA 2011-054. Conclusion: based on the extensive history screw-head tab breakage failure, the circumstances of use (explicitly the use of the persuader at the time of the failure), and the one-sided breakage, the failure is a result of offset persuader reduction resulting in cantilever forces on a single side of the screw-head and/or a result of excessive force applied to the persuader. Formerly this has been a recurrent issue and CAPA 2011-054 was initiated to address the issue. The mantis surgical technique has been updated to draw deliberate attention to the proper use of the persuader to prevent tab breakage due to excess force or offset alignment.

Event description:
It was reported that, "during mantis surgery, the surgeon inserted the polyaxial screw(6.5&#1524;0) to l3 and l4. And the xia3 screw(8.5 70) was inserted to the ilium. When the surgeon used the persuader and did the push of the rod into the mantis screw head, the head of the screw(tab) broke. The surgeon was not able to remove fragment. Afterwards, the surgeon changed the broken screw to another size screw. The case was pyogenic spondylitis of l5 and s1."

Event description:
It was reported that, "during mantis surgery, the surgeon inserted the polyaxial screw(6.5×40) to l3 and l4. And the xia3 screw(8.5×70) was inserted to the ilium. When the surgeon used the persuader and did the push of the rod into the mantis screw head, the head of the screw(tab) broke. The surgeon was not able to remove fragment. Afterwards, the surgeon changed the broken screw to another size screw. The case was pyogenic spondylitis of l5 and s1."